Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The device software was upgraded and non-return valve (nrv) assembly was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf218 was due to a software issue and the reported failed to complete its internal self test was due to a defective nrv. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) related to a main board error and failed to complete its internal self test. There was no patient harm or serious injury reported as a result of this incident.